Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in uae on (B)(6) 2024, patient faced infusion set fell off event at the beginning of 2nd day of insertion. Insertion site was at thigh. No further information available.